Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 25mm navitor with radiopaque markers was chosen for implant. During procedure, an unknown wire caused ventricular tachycardia. Patient condition was reported sick during procedure. Post deployment, patient remained in critical condition on "high supports." It was reported the patient passed away after 24 hours.